Event description:
A medtronic representative reported that a site's system is experiencing slowness and freezing during the use of framelink software using the s7 system. This event was not discovered during surgery and no patient was present.

Manufacturer narrative:
Site is keeping old exams on system. Framelink is selecting all relevant patients automatically when advancing. This is causing the system to slowdown and freeze at times. Instructed site on removing older exams.